Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revising surgeon said patient bone scan showed loosening and patient reported pain. However, once in revision, stem was not loose or unstable. Dr. Yergler insisted on removing head and stem. He put in a zimmer stem and head along with a new revision liner. Components not revised: dbfpge54 dynasty bf shell, lot 1718719; 18080303 cancellous self tapping bone screw, qty 2, lot 1704166 & 1717319.